Event description:
It was reported that the patient underwent a stage one deep brain stimulation (dbs) lead implant procedure. Interoperative testing was good, but not great. After the implant procedure and using imaging, the physician decided that the lead placement was not ideal. During the stage two implantable pulse generator (ipg) implant procedure a few days later, the physician chose to replace the lead. Both the physician and surgeon were much happier with second placement. The patient has fully recovered.